Event description:
It was reported that the sys displayed error messages and would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and adjusted the kv configuration settings. The sys operates as intended.